Event description:
It was reported that the pruitt f3 carotid shunt connection port was leaking. It was not used on the patient. No injury reported to the patient.

Manufacturer narrative:
The device was discarded and not available for investgation; however, the video provided confirmed leaking at the stopcock joint. Previous investigation into the issue has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through dhf0155 to address this issue. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All qc tests passed their requirements.